Event description:
At the end of the surgery on a patient, the physician assistant (pa) and surgical assist for doctor asked the surgical tech for an ethicon dermabond mini topical skin adhesive to secure the freshly closed incision. Clinical staff was given a dermabond topical skin adhesive. She squeezed it to open it, as per normal directed use, and it broke, exposing sharp plastic shards in the squeezed section of the surgical tool. She received a puncture type injury.